Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received nine external defibrillations while wearing the lifevest. The root cause for the open resistor was the external defibrillations. The lifevest is not external defibrillator-proof. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 06/30/2011, belt - (B)(4) - 12/03/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. Per clinical review of the patient's continuous ECG recordings, the patient was seen in sinus tachycardia at 110 bpm degrading to ventricular tachycardia (vt) at 140 bpm further degrading to ventricular fibrillation (vf) with CPR/motion artifact. The patient's rhythm transitioned to vt at 150 bpm with CPR/motion artifact. The patient received nine non-lifevest defibrillations during vt and vf. The patient's post-shock rhythms from the non-lifevest defibrillations was CPR/motion artifact. The defibrillations occurred between 07:09:08 to 07:53:00 on (B)(6). The patient was in vt/vf intermittently for approximately 44 minutes. The patient's rhythm was obscured by CPR/motion artifact and electrode lead falloff from approximately 07:54:23 until the electrode belt disconnection at 08:01:42. CPR/motion artifact and a heart rate at or below the treatment threshold prevented the lifevest from treating the patient and the patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death. While investigating the monitor associated with this patient's death, a reportable malfunction was found.